Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was completed due to patient calcification. Upon the first deployment attempt, the valve was recaptured into the delivery catheter system (dcs) as the implant depth was too shallow in relation to the target implant depth of 3 millimeters (mm). Upon the second deployment attempt, an infold was observed. Subsequently, the system was withdrawn from the patient, and a new valve and dcs were used to complete the procedure. Of note, a procedural delay of 30 minutes occurred as a result.